Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: 1488tc x2 competitor implantable pacing leads (B)(6) 2003; 5866-38m adaptor (B)(6) 2007; 5071-35 x2 implantable pacing leads (B)(6) 2007. (B)(4).

Event description:
The right ventricular (rv) lead was returned with no information. The rv lead subsequently tested out of specification during manufacturer's analysis. Follow-up information received indicated the rv lead was explanted and replaced due to a pocket infection. No patient complications have been reported as a result of this event.